Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported x-rays confirmed the patient's lead has migrated. Subsequently, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was found to be loosely anchored. As a result, the lead was explanted and replaced. The new lead was also moved to a different location. The patient reported effective stimulation therapy post-operative and the reported issue is resolved.